Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first firing on the small bowel transecting the jejunum there were malformed staples between 2/3 of the way of the staple line firing, the staples did not form at all. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Photographs were returned and reviewed by ees field quality engineer: the picture displayed the open staple line and related staple forms. The staples in the subject area appear open / non-formed. Type of staple line and staple forms are representative of what can occur if the tissue is too thick for the selected staple cartridge. When tissue is too thick for the selected staple cartridge high forces can be generated. During firing the device attempts to bring the tissue into the selected range by means of the gap control features. The forces generated in doing so, exceed the cartridge channels ability to maintain alignment. These forces cause the cartridge channel to deflect and roll outward in the middle portion of the staple line. When this occurs the staples will miss the anvil during deployment and not form properly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Photograph observation. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process photograph of staple line on the specimen from the surgical procedure was received. The photograph was reviewed by the sr. Field quality engineered. Below are the observations of what may have occurred: the staples in the subject area appear open / non-formed. This type of staple line and staple forms are representative of what can occur if the tissue is too thick for the selected staple cartridge. When tissue is too thick for the selected staple cartridge high forces can be generated. During firing the device attempts to bring the tissue into the selected range by means of the gap control features. The forces generated in doing so, exceed the cartridge channels ability to maintain alignment. These forces cause the cartridge channel to deflect and roll outward in the middle portion of the staple line. When this occurs the staples will miss the anvil during deployment and not form properly.